Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
The customer received analyzer alarms and noted there was a drip forming on the tip of the probe. He stated a doctor had called questioning estradiol results for three patient samples. Of the data provided for seven patient samples, only the following results for six patient samples were discrepant. Patient sample 1 initial estradiol result was >4300 pg/ml with a data flag. The sample was automatically repeated and the result was 8533 pg/ml which was reported out. The doctor was expecting a result around 3000 pg/ml. The repeat result on (B)(6) 2015 was 1676 pg/ml. The doctor had performed an ultrasound on this patient as part of the standard protocol and not based upon the result reported. Patient sample 2 ((B)(6) male) initial estradiol result was 429.8 pg/ml and the repeat result on (B)(6) 2015 was 13.5 pg/ml. The patient's initial testosterone result was 1346.0 ng/dl and the repeat result on (B)(6) 2015 was 421.5 ng/dl. Patient sample 3 ((B)(6) female) initial estradiol result was 348.5 pg/ml and the repeat result on (B)(6) 2015 was 11.34 pg/ml. Patient sample 4 ((B)(6) female) initial estradiol result was 1868 pg/ml and the repeat result on (B)(6) 2015 was 237.2 pg/ml. Patient sample 5 ((B)(6)male) initial testosterone result was 2501 ng/dl and the repeat result on (B)(6) 2015 was 611.9 ng/dl. Patient sample 6 ((B)(6) male) initial testosterone result was 5000 ng/dl and the repeat result on (B)(6) 2015 was 1555.5 ng/dl. The initial results were reported outside the laboratory. The repeat results were believed to be correct. There was no adverse event. The estradiol reagent lot number was 17576101 with an expiration date of (B)(6) 2015. The testosterone reagent lot number was 1787202 with an expiration date of 10/31/2015. It was noted the repeat testing for estradiol on (B)(6) 2015 was performed outside of the stated stability for samples for this assay. The field service representative found there was a fluidic malfunction in the syringe assembly. He replaced the sipper syringe assembly and verified there were no drips. The customer ran calibration and qc successfully.